Event description:
It was reported that during percutaneous transluminal coronary angioplasty procedure, stent dislodgement occurred. Access was obtained via radial artery. The 80% stenosed, de novo, concentric, 2.25x28mm target lesion was located in the mildly calcified and mildly tortuous diagonal artery. The lesion was predilated with a 2.5x20mm maverick balloon catheter. They attempted to advance a 2.25x16mm promus element drug-eluting stent but it did not advance and so they removed it. During removal, the stent dislodged between the left coronary artery trunk and the guide catheter. The dislodged stent was removed with a snare. The procedure was completed with the implant of a non-bsc drug eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4).

Event description:
It was reported that during percutaneous transluminal coronary angioplasty procedure, stent dislodgement occurred. Access was obtained via radial artery. The 80% stenosed, de novo, concentric, 2.25x28mm target lesion was located in the mildly calcified and mildly tortuous diagonal artery. The lesion was predilated with a 2.5x20mm maverick balloon catheter. They attempted to advance a 2.25x16mm promus element drug-eluting stent but it did not advance and so they removed it. During removal, the stent dislodged between the left coronary artery trunk and the guide catheter. The dislodged stent was removed with a snare. The procedure was completed with the implant of a non-bsc drug eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was also returned for analysis. The stent was stretched and damaged throughout. No kinks were noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).